Event description:
Patient presented to the physician with redness, leaking fluid, and pain at the neck incision site. CT scan was performed which showed inflammation at the neck and chest area. Physician confirmed an infection and prescribed antibiotics. Physician brought the patient into the or 5 days later and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.